Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that prior to an implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) had been unexpectedly programmed on and the battery voltage had decreased below expected voltage measurements. The crt-d was not implanted. No patient complications have been reported as a result of this event.